Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number:1627487-2022-06620 and 1627487-2022-06621. It was reported the patient was experiencing pain at the ipg site. The leads were unable to be removed from the ipg header. Surgical intervention was undertaken during which the ipg and the leads was explanted, replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.